Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the surgeon was able to press the green button but could not squeeze the handle and the stapler was not able to fire. The surgeon enter the handle in the patient abdomen but no firing possible, just close the handle. Both reload and handle were replaced to resolve the issue. There was no patient injury.